Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a battery change. During the procedure, the right ventricular lead exhibited oversensing of noise causing binning of false high-ventricular rate episodes. No device intervention was performed and the patient will be monitored. The patient was stable.